Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the pump had been intermittently under water during a 10 minute period, the pump shutdown and cannot be turned back on. After charging the pump, it did not turn on. Customer reverted to using an alternate pump for insulin therapy. Blood glucose was in the 150 mg/dl range.